Manufacturer narrative:
The returned product was evaluated and was found to have damages to the external housing. These damages allowed moisture inside the device and caused the batteries and internal circuitry to fail.

Event description:
The patient reported blood glucose level reached 441 mg/dl while wearing the pod between 4 and 24 hours. The patient's mother stated that the pod is black on the corner and looks like it is 'burnt'.